Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the rigid blister is completely cracked along the end of the package. Product was assumed to have compromised sterility. No patient involvement was reported.